Event description:
The physician was treating a lesion with an endeavor sprint rapid exchange (rx) drug-eluting stent. The physician experienced resistance while crossing the lesion and removed the device from the patient. On removal it was noted that the stent had displaced from the balloon. Another stent was used to treat the lesion. The lesion was pre-dilated 4 times. There was no abnormalities noted during prep/inspection prior to use. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation - results - patients condition affected effectiveness of device (patient morphology - numerous pre-dilatations and the number of unsuccessful device deliveries). Conclusion - results - device failure/lack of effectiveness related to patient condition (patient morphology - numerous pre-dilatations and the number of unsuccessful device deliveries).

Event description:
Evaluation summary: the stent was displaced distally on the balloon. Numerous stent segments were elongated, deformed and flattened. Cine image review: the procedural images provided by the account do not show the attempted but unsuccessful delivery of the endeavor sprint stent to the lesion in the lad. The images show dissection of the distal lad after one of the ballooning treatments and subsequently show an occlusion in the distal lad after the successful deployment 2 stents in the proximal to mid lad. Both the balloon and stents were non-medtronic devices.

Manufacturer narrative:
(B)(4). Evaluation, results: (limited information root cause undetermined), inherent risk of procedure (stent dislodgement).